Event description:
Foreign rptr stated that pump caused delivery of relative overdose to pt, causing nausea, vomiting and itching for 5 days. Pt's symptoms occurred approx. 12 hours after refill of the pump. Pt had to be treated for symptoms. No further info is available as to pt's outcome. No further info is available from foreign rptr on this device or pt.